Event description:
The customer contacted physio-control to report that when they pressed the on/off button on their device, it would reboot several times before the device completely powered off. During the reboots, the device's lcd display was flickering and the service wrench led was on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control observed a failure of the system pcb assembly. It was also observed that the device had several cracks in the front and back case of the device. The customer declined repair of the device and requested to have the device returned without being repaired.